Manufacturer narrative:
D10 concomitant products: egia60amt, egia60amt egia 60 artic med thick sulu (lot # p5j1011) sigpshell, sig power sigpshell control shell (serial # unknown) sigphandle, sig power sigphandle handle (serial # (B)(6) medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
According to the reporter, during the laparoscopic distal gastrectomy, when on the transection of the gastric body, the tissue was p laced/inserted in the jaw of the cartridge. The green button was pressed and fired. After firing to the end, the down arrow key was pressed again. To open the jaw, the up arrow key was pressed, but the knife did not return so the jaw did not open. It was confirmed that even after it was restarted and with the manual adapter tool, the knife did not return. Therefore, the procedure was switched to laparotomy, and the area near the gastric body cartridge was transected with a scalpel, and released from the tissue.

Manufacturer narrative:
Additional information: b5, d9 (return date), g3, h6 correction: h3 medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
According to the reporter, during the laparoscopic distal gastrectomy, when on the transection of the gastric body, the tissue was p laced/inserted in the jaw of the cartridge. The green button was pressed and fired. After firing to the end, the down arrow key was pressed again. To open the jaw, the up arrow key was pressed, but the knife did not return, so the jaw did not open. It was confirmed that even after it was restarted and with the manual adapter tool, the knife did not return. Therefore, the procedure was switched to laparotomy, and the area near the gastric body cartridge was transected with a scalpel. The clamp cover was then pushed back to return the reload jaws to the open position.

Manufacturer narrative:
Additional information: g3, h3, h6 h3 evaluation summary: medtronic conducted an investigation based upon all information received. The device was available for evaluation. Visual inspection noted that the unload switch was in the home position while the firing rod was not. Functional testing found that the blue unload switch could only be partially depressed, and when connected to the gen2 adapter black box running gen2 acc software, the strain gauge was unresponsive despite 21 of 50 procedures remaining. When connected to a clamshell and signia handle, the handle displayed a yellow adapter swim lane, failed calibration, and would not accept a reload, with a new calibration turns error observed after reconnection to the acc software. These conditions were consistent with the firing rod being out of position. After the firing rod was returned to the home position using a manual retract tool, the unload switch functioned normally, the strain gauge became responsive, and the system calibrated successfully. The adapter subsequently accepted a reload, which could be loaded, unloaded, rotated, and articulated without issue, the adapter fired normally, and no new errors were noted following reconnection to the gen2 acc software. It was reported that there was difficult to retract the knife blade and the instrument locked on tissue. The reported issues were confirmed. The most likely cause could not be established from the information available. The evaluation detected an unreported condition: of firing rod not in home position that is related to the reported conditions. The product analysis noted evidence that the device was not used as intended. Another unreported condition was identified: universal asynchronous receiver-transmitter (uart) communications communication errors that has no relationship to the reported conditions. The most likely cause could not be established from the information available. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. The instructions included with this device provide the following guidance: if a stapling reload is difficult to unload: 1. Center the reload and fully open the jaws by manually controlling the toggle or press and hold the up control button for two seconds. The articulation will center and the jaws of the reload will fully open 2. Reattempt to unload the stapling reload by pressing the reload unload button back toward the power handle, twist the reload counterclockwise 45 degrees and remove the reload from the shaft of the adapter. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.